Event description:
It was reported that during threshold testing, there was an extended delay between when the patient's cardiac resynchronization therapy pacemaker (crt-p) device lost capture and resumed pacing the patient. The patient did not lose consciousness, but was pale, winded, panicked and did not feel well after the event. The cause of the malfunction is unknown. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).